Manufacturer narrative:
Findings: pump was received with missing segments due to cracked lcd glass. Unable to perform displacement test due to missing segments/partial display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, missing display window cover and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the device was broken. Customer's blood glucose was unknown. Customer mentioned the device had a big crack on the back all the way through and the top strip had come off. Device had a partial display. Customerwas advised to discontinue use of the device and revert to a back-up plan perhealth care professionals¿ instructions. Customer was advised that the insulinpump will be replaced. Customer agreed to return the device foranalysis.